Event description:
It was reported that the cartridge pigtail was broken. There was no reported impact to the customer's blood glucose level. The customer changed the cartridge to resolve the issue and resumed insulin therapy successfully.